Manufacturer narrative:
Product complaint # (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. The embolic coil was noted as being kinked, meeting regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter phone: (B)(6). Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2021-00405. Complaint conclusion: as reported by the field, during a coil embolization for gastrointestinal bleeding at the emergency department, a galaxy g3 mini coil (unknown product/lot number) was used. Then, the complaint device, a 1mm x 4cm galaxy g3 mini coil (glm910040, l14698) was taken out from the pouch and the coil part was taken out from the hoop. The zipper of the sheath was attempted to be released but it was too stiff to release it. It was replaced with another complaint coil, a 1mm x 4cm galaxy g3 (glm910040, 30392730) but there was resistance felt between the complaint coil and a concomitant microcatheter (carry leon selective, utm). It was replaced with a smaller seized galaxy g3 mini (1mm x 3cm) and it was implanted without any problems. Additional information received indicated that a 1mm x 3cm galaxy g3 mini coil was used successfully with the microcatheter prior to the reported resistance and a galaxy g3 mini coil was also used after the reported resistance without any issues. No excessive force was applied to the devices. There was no blood flow restriction/reduction as a result of the event. No additional information is available. A non-sterile unit galaxy g3 mini 1mm x 4cm was received inside of a pouch at cerenovus for evaluation. The device was visually inspected, and it was found that the introducer has a kinked condition, no other damages or anomalies were observed on the device during the visual analysis. The device was inspected under a microscope and it was found that the embolic coil is stuck inside the introducer with a kinked condition. The functional test could not be performed since the introducer was found with a bent condition, also the embolic coil was found kinked. A manufacturing record evaluation (mre) was performed for the finished device 30392730 number, and no non-conformances related to the reported complaint condition were identified. Cerenovus conducted a visual and microscopic inspection. During the visual analysis of the galaxy g3 mini 1mm x 4cm it was noted that the introducer is kinked, also during the microscopic inspection it was observed the embolic with a kinked condition. Due these conditions the functional test could not be performed and the customer complaint regarding ¿coil introducer - zipping difficulty-rezipping¿ was confirmed. The customer complaint regarding ¿detachable coil delivery system (dcs) - resistance/friction-during advancement with no loss of cerebral target position¿ was confirmed since during the analysis the embolic coil was found with a kinked condition, this condition could be related with the resistance/friction experience by the customer at the procedure time. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. Resistance/friction during advancement and zipping difficulties are known potential product failures associated with the use of the device. It should be noted that product failure is multifactorial. It should be noted that product failure is multifactorial. The instructions for use do contain the following cautions: never advance, withdraw, or torque the delivery tube against resistance without first determining the cause of resistance under fluoroscopy. Manipulation of the delivery tube against resistance can cause damage and/or premature detachment of the coil. If unusual friction is noted within the infusion catheter, remove the detachable coil system. Refer to coil retrieval. If friction is noted with any subsequent detachable coil system, carefully examine the detachable coil system and the infusion catheter for possible damage. Replace both if necessary. Refer to coil retrieval. The detachable coils are delicate and must be handled carefully. Prior to use and when possible during the procedure, inspect the system for bends or kinks. Do not use a coil system showing signs of damage. Failure to open the second rhv sufficiently prior to slow and careful removal of the delivery tube from the patient could result in damage to the distal portion of the delivery tube. Assignment of root cause for the events remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failures and damages on the returned system. The event description does not report any damage of the embolic coil. However, as part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of cerenovus quality process all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by the field, during a coil embolization for gastrointestinal bleeding at the emergency department, a galaxy g3 mini coil (unknown product/lot number) was used. Then, the complaint device, a 1mm x 4cm galaxy g3 mini coil (glm910040, l14698) was taken out from the pouch and the coil part was taken out from the hoop. The zipper of the sheath was attempted to be released but it was too stiff to release it. It was replaced with another complaint coil, a 1mm x 4cm galaxy g3 (glm910040, 30392730) but there was resistance felt between the complaint coil and a concomitant microcatheter (carry leon selective, utm). It was replaced with a smaller seized galaxy g3 mini (1mm x 3cm) and it was implanted without any problems. Additional information received indicated that a 1mm x 3cm galaxy g3 mini coil was used successfully with the microcatheter prior to the reported resistance and a galaxy g3 mini coil was also used after the reported resistance without any issues. No excessive force was applied to the devices. There was no blood flow restriction/reduction as a result of the event. No additional information is available. Based on the product analysis of the 1mm x 4cm galaxy g3 mini coil (glm910040, l14698) received, there is a stretched and kinked condition observed on the embolic coil. The embolic coil of the 1mm x 4cm galaxy g3 (glm910040, 30392730) is kinked.